Event description:
It was reported that there was high threshold due to position. The left ventricular was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : no anomalies found, however there was blood/body fluid on the distal conductor (not obstructed) and the outer insulation had a cosmetic depression; proximal segment returned and analyzed.